Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was determined to be permanent communication error between device and transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and the device held no voltage; therefore functional testing could not be performed. A review of the share logs was performed and confirmed the reported event of loss of connection for greater than 3 hours. The probable cause could not be determined. No additional event or patient information is available.